Event description:
Additional information received, identified patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain (described as a shocking sensation) at the battery site after multiple attempts to recharge the device. As a result, the patient has not charged the battery for months. Surgical intervention is pending to address the issue.